Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited capture threshold and sensing problems. After multiple attempts, the ra lead exhibited low impedance measurements. The ra lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section d4 and section h4 - the reported brand name, model number, serial number, lot number, expiration date, UDI and manufacturing date should be corrected to d4 model number 2088tc/46, serial number (B)(6), lot number p000119834, expiration date 29 feb 2024, UDI (B)(4). And h4 device manufacture date 20 mar 2021 respectively.

Manufacturer narrative:
The reported events of lead exhibited low impedance measurements, capture threshold and sensing problems were not confirmed. The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.